Event description:
Acute thrombosis of the stent. This patient who had a subarachnoid hemorrhage related to a previously coiled wide-neck left internal carotid artery aneurysm, was having an emergency enterprise placement to treat the aneurysm, as the patient was not a good candidate for surgical clipping. The case was complicated by acute thrombosis of the stent, which per the physician is not considered a malfunction of the device, but rather a complication related to the lack of pre-treatment anti-thrombotic therapy. Anti-thrombotic therapy was withheld because the aneurysm was ruptured and anti-thrombotic therapy could potentially cause additional hemorrhage. The patient also had intra-op aneurysm hemorrhage not thought to be related to the stent. This was controlled with additional coiling. The acute thrombosis had a partial response to eptifibatide infusion. There was difficulty accessing the vessel with the gw/mc and stent delivery system. The stent extended 5mm beyond either side of the aneurysm, there was good wall apposition and the stent was fully expanded. Several micus cerecyte coils were placed within the aneurysm. During coiling, there was no issues with the stent movement. One-hour post stent placement during coiling, the thrombus noted. Integralin was administered.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.